Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal baclofen via an implanted pump for intractable spasticity. It was reported that the patient's pump was refilled on (B)(6) 2024 and at that time the pump was alarming. The pump was refilled and the patient started hearing the alarm a few days later. It was reported the patient was brought back in and they were having an increase in spasms as well. The healthcare provider (hcp) stated the pump still didn't show any alarm and there were no logs indicating any new alarms. They stated a catheter access port (cap) study was done which was normal and the pump was updated after that and the patient stated they were still hearing the alarm consistent with a non-critical alarm once an hour.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.